Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that they didn¿t get typical withdrawal symptoms like losing weight or getting sick. The patient stated what she got was all mental (confusion, paranoid, felt like a merry go round, and felt lost for a week and a half). The patient was still trying to get their act together. The patient stated that they were able to do things mentally, but felt like a kid starting over again. The patient stated it was like pieces of puzzles. The patient was getting her feet on the ground and working toward stability. The patient stated she still double and triple checked herself and ¿lost confidence¿ in herself. The patient didn¿t think it was the pump and thought it was a smoke detector. The patient stated she heard a week and a half before getting a hold of the healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving fentanyl [2000 mcg/ml] at a rate of 588.5 mcg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was feeling "lethargic" and "shakey". The patient described feeling like being in an elevator and not touching the ground. The patient was wondering if the drug takes time to take affect after refill. They were scheduled for a refill (B)(6) but the pump went empty and the patient went in withdrawal before that and was able to get refilled on (B)(6). This was considered a gradual change. The withdrawal occurred about a week before (B)(6) and the lethargic feeling occurred a few days after refill and feeling confused. There were no further complications reported/anticipated.